Event description:
It was reported that the ventilator tidal volumes read 800 ml while the ventilator was set at 350 ml. There was an audible alarm when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na